Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the image angle changed automatically when the customer changed the endoscope. The customer reported the image angel became upside down or diagonal. The surgeon controlled the endoscope and continued procedure. The customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The tse explained that it might cause by guided tool change issue. The tse advised to reset the guided tool change by pressing the clutch button. The customer would try to do that later. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) did not receive the endoscope associated with the event for analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.